Manufacturer narrative:
(B)(4). Date sent: 3/17/2023. D4: batch # a9az0p this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows four malformed clips, the device is not visible in the photo. Unfortunately, the photo does not provide sufficient evidence to determine the cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was was received with no damage in the external components. In addition, three malformed clips were returned inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the clip track was found to be damaged causing the feeding issues. In addition, 8 clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during the cholecystectomy procedure, that the clip applier would not close clips completely. Only the tip would close, bowing out center of clip not allowing it to clamp down and occlude. Discarded clip applier, opened new one with the same issue to occur. Opened third clip applier, which worked correctly. Finished case, no harm to patient.

Manufacturer narrative:
(B)(4). Batch # unk. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows four malformed clips, the device is not visible in the photo. Unfortunately, the photo does not provide sufficient evidence to determine the cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.